Manufacturer narrative:
Zimvie complaint number (B)(4) d10: concomitant medical product: ire100u, certain® universal ratchet extension implant driver (short), lot: unknown. E1: reporter name: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
The doctor reported that the tips of the drivers don¿t work properly. They get stuck inside the implant. The two products were removed from the implant so they could be returned. It was confirmed that the procedure was completed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem: corrected h11: additional narrative zimvie received one (1) ire200u, (certain® universal ratchet extension implant driver (long)) for evaluation. Visual evaluation of the as returned device identified the driver with signs of use and exhibited wear around the tip consistent with use. During a functional test the driver would not retain an in-house implant. No manufacturing or quality related deficiencies were identified. Measurements match drawing. This complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ire200u dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿does not disengage/release¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation is improper technique used ¿ customer error. Therefore, based on the available information and functional testing, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.